Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was patient said they are trying to turn the stimulation down because they think it is up too strong. Patient said her legs have been hurting like almost a week ago and she is trying to figure out why her legs are hurting. Agent assisted patient with connecting the handset and communicator to the implant and patient is able to decrease the stimulation and her legs feel better and getting services code 301. The ins is 90% and the communicator is 15% charged. The troubleshooting steps that were taken on the call resolved the issue.